Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 25 and 36 hours. While hiking, the patient stated that the omnipod seemed to have stopped delivering insulin and the blood glucose (bg) level began rising. At approximately 12 mmol/l, the patient administered a 3-unit bolus; however, the bg reportedly continued to rise to approximately 19 mmol/l (342 mg/dl). The patient reported that the cannula appeared to have fallen out from the abdominal infusion site. As treatment, a new pod was applied successfully.